Event description:
It was reported that the guidewire was stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was used. The guidewire became stuck in the catheter. It is unknown what was done to troubleshoot or resolve the issue, but the procedure was completed with the device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.